Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: the transmitter battery will last 90 days.

Event description:
It was reported that the customer received intermittent invalid transmitter ID alerts. Despite multiple attempts, a sensor session was unable to be started. Reportedly, the transmitter had been in use for longer than three months. Customer replaced the transmitter to resolve the issue. No additional patient information was available.